Manufacturer narrative:
The customer indicated the instrument is working within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 7.6%. The repeated result was 5.33%. This result was believed to be correct. The sample was repeated on another module and the result was 5.26%. The sample was repeated because the initial result did not match the patient's clinical status. The initial result was not reported outside the laboratory.

Manufacturer narrative:
The reagent lot number is 76516801 with an expiration date of 31-mar-2025. The investigation is ongoing.